Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that restenosis occurred. The subject was enrolled in (B)(6) study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 85% stenosis. The lesion was 40 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. The target lesion was treated with direct placement of a 7 mm x 40 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject developed symptoms of worsening peripheral arterial claudication of the left lower limb due to obliteration of the left mid superficial femoral artery. On same day, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2020, the arteriography of left lower extremity revealed common femoral artery and deep femoral artery is patent, with no lesions. Restenotic occlusion of the mid portion of the superficial femoral artery was observed with subsequent narrow stenosis of the lower portion. Based on the arteriography results, surgical solution via left femoropopliteal bypass graft was recommended for a later date. On (B)(6) 2020, subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was hospitalized for planned surgery. Prosthetic popliteal supra-articular bypass graft of the left lower limb was performed. During the same procedure, angioplasty was performed with ranger sfa drug-eluting balloon measuring 5 x 150 mm and 5 x 100 mm in the proximal third and mid third of the contralateral limb, right superficial femoral artery. The event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel on the same day in good general state.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Eminent clinical study it was reported that restenosis occurred. The subject was enrolled in the eminent clinical study on (B)(6) 2017 and the index procedure was performed on the same day. The target lesion was located in left mid superficial femoral artery (sfa) with 85% stenosis. The lesion was 40 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. The target lesion was treated with direct placement of a 7 mm x 40 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2020, the subject developed symptoms of worsening peripheral arterial claudication of the left lower limb due to obliteration of the left mid superficial femoral artery. On same day, the subject was hospitalized for further evaluation and treatment. On (B)(6) 2020, the arteriography of left lower extremity revealed common femoral artery and deep femoral artery is patent, with no lesions. Restenotic occlusion of the mid portion of the superficial femoral artery was observed with subsequent narrow stenosis of the lower portion. Based on the arteriography results, surgical solution via left femoropopliteal bypass graft was recommended for a later date. On (B)(6) 2020, subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, the subject was hospitalized for planned surgery. Prosthetic popliteal supra-articular bypass graft of the left lower limb was performed. During the same procedure, angioplasty was performed with ranger sfa drug-eluting balloon measuring 5 x 150 mm and 5 x 100 mm in the proximal third and mid third of the contralateral limb, right superficial femoral artery. The event was considered to be recovered/resolved and the subject was discharged on aspirin and clopidogrel on the same day in good general state. It was further reported that on (B)(6) 2017, baseline angiography core lab assessment at left mid sfa revealed, absence of thrombus, aneurysm in target vessel, perforation or distal embolus. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented to the site with symptoms of severe deterioration in lower left limb function and walking distance (walking around 500-600 meters with difficulty walking uphill). A doppler ultrasound of the lower limbs was performed which revealed tight in-stent restenosis on the proximal portion of the stent, and neointimal proliferation on the rather tight distal portion. At this point, the subject maintained a decent walking distance and an admission was planned with possible intervention on (B)(6) 2019. On (B)(6) 2019, the subject was hospitalized for further evaluation, followed by planned intervention. An arteriography of the left lower limb revealed lesion progression in the middle third of the superficial femoral artery, both upstream and downstream from the drug-eluting stent free of in-stent restenosis with degree of stenosis at middle third sfa at 70- 99%. On the same day, angioplasty was performed at left mid sfa with pre -dilatation using a 5 mm x 80 mm long balloon followed by a prolonged inflation using a 5 mm x 120 mm drug-eluting balloon coated with paclitaxel. Procedure was successfully complete without any complications. Post procedural angiography was performed which showed good results with no residual stenosis, thrombosis or dissection. On august 26, additional core lab angiography confirmed revascularization done at the target lesion (left mid sfa) with patent inflow and outflow of the vessel without any thrombus and aneurysm. On (B)(6) 2019, the event was considered to be recovered/resolved and the subject was discharged on the same day on aspirin and clopidogrel.